Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 2mm distal to the distal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at multiple locations. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 10/4.00 flextome¿ cutting balloon¿ was selected for treatment. During procedure, the device has difficulty to cross the lesion, it took time to passed it through. During the first inflation, it was noted that the balloon ruptured at 6atm for 15 seconds. The device was completely removed from the patient's body and the procedure was completed with a non bsc device. No patient complications reported and patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 10/4.00 flextome¿ cutting balloon¿ was selected for treatment. During procedure, the device has difficulty to cross the lesion, it took time to passed it through. During the first inflation, it was noted that the balloon ruptured at 6atm for 15 seconds. The device was completely removed from the patient's body and the procedure was completed with a non bsc device. No patient complications reported and patient's condition was good.